Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
It was reported that the fast-fix 360 curved t2 implant did not anchor into the meniscus. A backup device was used to complete the procedure. No unsupported devices were left in the patient. There is no report of patient injury or delay in the procedure associated with this event.

Manufacturer narrative:
Device investigation narrative - two fast-fix 360 curved needle delivery systems and a video of the incident were returned for evaluation. Review of the video confirmed the reported non-deployment. Visual assessment of each device shows no ts or suture remains on the needles. The actuator on each device is in its post t2 deployment position. The needles are bent on each device. Two suture/t constructs were returned for evaluation. Sample (a) the construct is missing t1. Sample (b) both ts remain attached to the suture however t1 is bent. The devices were functionally tested for proper actuator advancement and cycling, devices would not function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).